Event description:
It was reported that entrapped air occurred. The target lesion was located in the proximal ramus circumflex (rcx). An opticross hd catheter was selected for intravascular ultrasound (ivus). During preparation, the catheter could not be flushed, showed no clear image after connection to the avvigo plus system, resulting in air entrapment. The catheter disconnected and reconnected and flushed extensively, but the issue persisted. The procedure was successfully completed with another device. There was no patient complications reported, and the patient was fully recovered.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). With all the available information, bsc concludes: device history review: a review was completed of the device history records (DHR) for the opticross hd, part # h74939352020, batch # 0036940291. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: the opticross hd vascular imaging catheter was returned for analysis. Visual, microscopic and impedance test was performed on the device. During visual inspection no issues were found, and the device appears to be in good condition. The impedance test shows an electrical open distal waveform between 0-10cm from the distal housing. During the flush test, the device could flush when the telescope was fully retracted but did not flush when fully advance. There were wrinkles around the heat shrink tubing of the drive cable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Investigation conclusion: this investigation has been assigned an investigation conclusion code of 'cause linked to device but unable to trace more specifically' following a review of the reported event 'entrapped air', 'difficult to flush' details and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable; therefore, limiting the identification of the probable cause of the reported event. Regarding the reported image poor, the as analyzed cause code of 'cause not established' is assigned, following a review of the reported event 'image poor' details, available information, and product record review. In this case, the device was returned for product analysis; however, it was not possible to identify the probable cause of the reported event since the failure found is related to a total loss of image rather than a poor-quality image, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. Regarding the electrical failure found during analysis, the as analyzed cause code of 'cause linked to device but unable to trace more specifically' is assigned, following a review of the reported event details and the available information. In this case, the returned device showed an electrical failure, however, it was not possible to identify the probable cause of the observed failure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that entrapped air occurred. The target lesion was located in the proximal ramus circumflex (rcx). An opticross hd catheter was selected for intravascular ultrasound (ivus). During preparation, the catheter could not be flushed, showed no clear image after connection to the avvigo plus system, resulting in air entrapment. The catheter disconnected and reconnected and flushed extensively, but the issue persisted. The procedure was successfully completed with another device. There was no patient complications reported, and the patient was fully recovered.